Event description:
Patient was undergoing a venography and stent placement and the balloon detached from the catheter shaft during removal from the sheath. Balloon lodged in the sheath but was easily removed with the wire position maintained. A new sheath was inserted and the case was completed without further event. Cath catheterization lab staff noted that the balloon broke when pressure was applied.======================manufacturer response for covered stent, icast======================manufacturer wants the device returned so that they can evaluate it.